Manufacturer narrative:
A correction was made to update the aware date of the information received in regulatory report (B)(4). The correct date has been updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the battery was in eri and would be getting replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - cervical radiculopathy. It was reported that the ins did not take a charge and that it died and wouldn¿t do anything. The patient stated he could turn his therapy on but it was not helping his pain. Patient stated he spoke with a rep over the phone over a year ago regarding the device not working. The rep performed reprogramming over the phone. Patient stated he used to charge the ins and it would last 3-4 months however, now the patient stated that the charge would only last 2 days since 2018, 6-9 months ago. Patient reported seeing a "nurse" on the controller. No further complications were reported/anticipated.